Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 4 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow in plane, however, this was attributed to melted/split extrusion. Additionally, the discolored/blackened cut wire and melted extrusion (which altered the cut wire length) was likely interpreted by the user as cut wire damaged. During manufacturing, tome devices are 100% inspected so the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Additional information: according to the complainant, during the procedure, the autotome's cut wire broke; nothing detached in the patient. The autotome was removed and a dreamtome was placed over the autotome's guidewire. The dreamtome's cut wire was damaged/warped and would not bow in plane.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02235, and 3005099803-2011-02236 for the other associated device information. It was reported to boston scientific corporation that a dreamtome rx sphincterotome and autotome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome's cut wire broke; nothing detached in the patient. The dreamtome was removed and an autotome was placed over the dreamtome's guidewire. The autotome's cut wire was damaged/warped and would not bow in plane. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.